Event description:
It was reported that this patient experienced syncope. Upon interrogation of this cardiac resynchronization therapy pacemaker (crt-p), it was found to be in safety mode. This device was explanted and replaced with a new crt-p. No additional adverse patient effects were reported. Currently, this product has not been returned to boston scientific for further investigation.